Event description:
Vancomycin on infusion pump, running well when departed holding area. Upon arrival to surgical area, the pump indicated 367 ml infused, but approximately 100 to 125 ml noted out of the bag. (About 400ml or a little less remained in the bag of fluid containing antibiotic.)